Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration number: (B)(4). Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration (B)(4). Arjo received information from the representative of ge healthcare about an event involving an akron continental couch. It was reported that during the service repair of the akron product in the biomed shop, the middle finger of the service technician right hand was fractured. The surgery was needed to address the injury. To establish more details of the alleged incident, the arjo representative contacted the initial reporter. It was clarified that at time of service, the technician wanted to remove the actuator from the device. When two pins that hold the actuator to the frame were removed, the frame (no longer supported by the actuator) dropped on the employee¿s hand. According to the available information, while the incident occurred the akron continental couch was serviced by the technician, and therefore it played a role in the event. At time of the incident, the product did not meet its performance specifications as the actuator was removed from the frame for further servicing. This repair was performed in some way inadequately what have led to this unfortunate event. There was no patient involvement. The complaint was decided to be reportable due to the serious injury sustained by the technician.

Event description:
Arjo received information from the representative of ge healthcare about an event involving an akron continental couch. It was reported that during the service repair of the akron product in the biomed shop, the middle finger of the service technician right hand was fractured. The surgery was needed to address the injury.